Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing inappropriate shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited undersensing causing incorrect interpretation of signal and inappropriate shock. The ICD was reprogrammed and the patient was in stable condition.